Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator had a history of no magnet rate responses. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
Final analysis confirmed no magnet response anomaly but the cause could not be determined.